Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was used for post dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks and bends to the device. There was contrast and blood present in the inflation lumen and balloon. The shaft of the device had a 7mm longitudinal tear in the inflation lumen 36mm from the tip of the device. The balloon was loosely folded and prolapsed over the tip of the device. Inspection of the device presented no further damage or irregularities. Product analysis confirmed the reported event, as there was a material burst of the inflation lumen.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified middle left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was used for post dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was stable.